Event description:
It is reported that the impactor head broke upon glenosphere impaction.

Manufacturer narrative:
Evaluation summary: as returned, one side of the impactor head has fractured off where it mates with the impactor handle. The cause of failure could be due to orientating the impactor in an "off-axis" manner with respect to the glenosphere head. Secondarily, this impaction force may, at times, be greater than is necessary or typical of the surgical procedure. The impactor had a potential field age of approximately 19 months at the time of this incident. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.